Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited inconsistent and chronic high thresholds. Additional information indicates that the field representative was unaware of the cause of the issue. The lead was abandoned surgically. No additional adverse patient effects were reported.